Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was noted to have excessive bleeding post the device implant procedure. The patient was hospitalized, treated and discharged in stable condition. No further information was available.